Event description:
Data was evaluated. The reported complaint that the patient suffered from partial hearing loss due to an urgent low alarm audio, could not be definitively confirmed. Several urgent low soon alerts were found to have occurred on the morning of the incident. The initial urgent low soon alert occurred at 5:55 am and auto cleared when the estimated glucose values (egvs) began to rise. The second alert occurred at 6:45 am and repeated at 6:50 am at which time the user acknowledged the alert. Based on the logged data each alert was at 100 percent audio volume. The probable cause could not be determined. No additional patient or event is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a partial hearing loss due to the alarm volume which required treatment. At the time of the event the patient was taking a call on his phone, and the dexcom app alerted the patient with a loud alarm of an urgent low condition. The patient experienced a partial hearing loss and consulted his doctor and an ent (ear, nose, and throat specialist). A diagnostic MRI (magnetic resonance image) was performed and the patient was treated with hyperbaric chamber therapy and steroids (presumed to be an oral prescription). At the time of the report the patient was recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code e0903 hearing impairment h6 health effect - clinical code e0902 acoustic trauma.